Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 2 on main off the bus. The field service engineer replaced the module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a blank screen. The customer stated that the machine is dead, screen is blank, and noting is working causing delay in dispensing medications to the patient. The customer mentioned that the device was not available as an option when choosing an asset. There were no adverse events or injuries reported based on this event.